Event description:
It was reported that the lead was not sensing properly and that the impedances are "up and down". The lead is still implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.